Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.evaluation summary: one sample was available at the plant for evaluation. No defect was observed during visual inspection. The reported condition was confirmed during both pressure test at 8psi and functional tests. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
It was reported that leak was observed from the seam, near the port, of an intravia empty container during filling the bag with midazolam drug (non-baxter product). No additional information is available.

Manufacturer narrative:
(B)(4). The functional test that the device failed, in addition to pressure testing, involved filling the device, connecting a spike with extension set to it, hooking the device, allowing the setup to flow, and observing for issues. Cause of the defect was determined to be due to the material used to manufacture the bag. In order to address this condition, a notification was sent to the supplier of the material. Should additional relevant information become available, a supplemental report will be submitted.